Event description:
Boston scientific received information that this patient experienced sycopal episodes due to pacing inhibition resulting in greater than two seconds of asystole. The pacing inhibition was due to noise on this right ventricular lead which was oversensed by the device. The cause of the noise was not determined. The patient will be closely monitored however no remedial action has yet been taken.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that two years after the original event, this patient was hospitalized for a partial pneumothorax. During the inpatient stay, pacing inhibition was noted on the surface ech monitor. The device was interrogated with good rv lead diagnostics. Noise was able to be recreated however, therefore the rv lead was reprogrammed to least sensitive. This reprogramming resolved the oversensing issue until the device was explanted for normal battery depletion two weeks later. The physician decided to leave the rv lead implanted and in service with the new pulse generator. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.